Event description:
A user facility nurse reported to fresenius technical services that the 2008t machine blood pump rotor cut through the tubing of the b. Braun (non-fresenius) bloodlines resulting in blood loss. The reported issue occurred approximately one hour into the patient's hemodialysis (hd) treatment. The 2008t machine alarmed with an air detection message. Treatment was paused in order to check the machine. The blood pump tubing segment of the bloodlines was cut and blood was leaking. Treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 cc. There was no serious injury or required medical intervention as a result of the reported issue. The patient was able to complete treatment on a different machine with new supplies. The biomedical technician (biomed) stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The manufacturer found during its investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility nurse reported to fresenius technical services that the 2008t machine blood pump rotor cut through the tubing of the b. Braun (non-fresenius) bloodlines resulting in blood loss. The reported issue occurred approximately one hour into the patient's hemodialysis (hd) treatment. The 2008t machine alarmed with an air detection message. Treatment was paused in order to check the machine. The blood pump tubing segment of the bloodlines was cut and blood was leaking. Treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 cc. There was no serious injury or required medical intervention as a result of the reported issue. The patient was able to complete treatment on a different machine with new supplies. The biomedical technician (biomed) stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 (removal of sentence stating "the investigation into the cause of the reported problem was not able to be confirmed.") Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during its investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility nurse reported to fresenius technical services that the 2008t machine blood pump rotor cut through the tubing of the b. Braun (non-fresenius) bloodlines resulting in blood loss. The reported issue occurred approximately one hour into the patient's hemodialysis (hd) treatment. The 2008t machine alarmed with an air detection message. Treatment was paused in order to check the machine. The blood pump tubing segment of the bloodlines was cut and blood was leaking. Treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 cc. There was no serious injury or required medical intervention as a result of the reported issue. The patient was able to complete treatment on a different machine with new supplies. The biomedical technician (biomed) stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.